Event description:
A customer reported to beckman coulter that unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction threshold, for one patient. The erroneous result was reported out of the laboratory and the patient underwent a cardiac catheterization. Repeat testing on the same instrument produced a lower troponin I result within the normal reference range.

Manufacturer narrative:
Service was dispatched on (B)(4) 2013 and the field service engineer (fse) inspected the instrument hardware. The fse reported of bent aspirate probe and dirty wash wheel, but considering the acceptable quality control and system check results, these hardware issues are unlikely causes for any accutni assay performance problems. The fse performed a preventive maintenance, and quality control and high sensitivity system check. All results were within the specifications. There was insufficient evidence indicating a malfunction had occurred or to determine the cause of this event.